Manufacturer narrative:
No button response due to corroded keypad traces. Missing end cap sticker noted during visual inspection. No ramping numbers noted on the display. Unable to confirm unexpected battery out limit alarms due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.